Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the insulin pump had an error alarm. No further info was provided.